Event description:
It was reported that while a consumer's wife injected him with a bd ultra-fine mini insulin pen needle, the needle broke off and remained in the consumer's injection site. The consumer went to a hospital and received an x-ray. The needle was not located and the consumer was advised to leave it alone.

Manufacturer narrative:
Results: a sample is not available for eval. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot number 4198327. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).